Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go to the dr's office to remove it- tampon [foreign body in reproductive tract]. Inserted backward- tampon [device physical property issue]. Tampon string broke [device breakage]. Case description: consumer sent e-mail stating her daughter used a tampon that inserted backwards. She used another tampon from the same box, and its string broke. No serious injury was reported.